Event description:
It was reported that in central processing, it was observed that the cables were starting to fray on the mega suturecut needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable was frayed at the distal end and a small strand was sticking out. The grips did not exhibit any damage. The other cables did not display any damage. Failure analysis investigation also found mechanical indentations around the edges and one scratch mark on the surface of the distal pulley, indicating likely contact with other instrument or object. It was concluded that the mechanical indentations may have been due to mishandling.